Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss occurred. According to the patient, on (B)(6) 2026, he did not hear any alarms from his wife's phone to wake him up due to the signal loss. It is not specified if the "missed alert" described the alert for signal loss error state, or the missed glucose alert given that the cgm was in a signal loss error state. The wife brought him to the emergency room (ER). There, the bg was around 500mgdl. Insulin was given via injection at the ER. The patient was there overnight and released the second day. Documentation says length of stay was more than 24 hours. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.